Event description:
Patient called to report that she experienced bleeding at the application site. The patient stated that she noticed that there was blood around the adhesive pad and she instantly removed the device and replaced it with a newly filled v-go device. The patient stated that this may have happened due to the fact that she works at a daycare working with kids and it requires her to move a lot. The application site was at the bottom ride side of the abdomen. The patient stated that the vgo device did not stay attached to the body due to the fact that there was an increase in movement. Patient has recently moved the application site and is no longer experiencing this issue.